Event description:
During a procedure on (B)(6) 2012, the surgeon used the pfna insertion handle to place a pfn nail (the insertion handle fits both nails), then inserted a pfna blade through the pfn nail. The blade jammed when the sleeve reached the nail. Pt was returned to the operating room on (B)(6) 2012 for extraction of the pfna blade and revision to a pfn screw. This report is #3 of 3 for the same event.

Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided.